Event description:
The physician used a wilson-cook web ii memory double lumen extraction basket during a stone extraction procedure. The basket would not open during use. Co's evaluation of the returned device determined the inner handle cannula had punctured the black shrink tubing near the injection port rendering the device inoperable. No injury to the patient or the user was reported.